Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system. It was reported the patient jumped and reported sudden pain in her right leg when the second lead was implanted. Allegedly, the physician had difficulty placing the second lead due to the patient's anatomy and approximately 6 attempts were made before the lead was implanted. It was reported the patient continued to complain of right leg pain during intraoperative testing. The physician decided to remove the second lead. The patient continued to report right leg pain postoperative. Follow-up indicated the right leg pain had resolved on (B)(6) 2013. It was reported the patient will meet with the sjm representative at a later date to attempt programming.